Event description:
Philips received a complaint on the heartstart xl+ indicating that the therapy test was failed. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and potential severity s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.